Manufacturer narrative:
(B)(4). A review of the complaint history, quality control and instructions for use (IFU) was used for the purpose of this investigation. The product was not returned to assist with the investigation. Incoming and final inspection for peel-away introducer assembly per quality control confirms the integrity of the sheath fitting tabs, and inspect the sheath handle for cracks along the web of both sides of peel-away. The provided instruction for use (IFU) states under "catheter placement [fluoroscopic method]". "Peel the sheath away from the catheter by grasping the two wings of the sheath and pulling outward and upward. Note: final catheter position is accomplished by alternately advancing the catheter into the sheath and then further pulling on the two wings. Once the sheath is removed, a slight advancement of the catheter may be needed for final positioning." Peel the sheath away from the catheter by grasping the two wings of the sheath and pulling outward and upward. Note: final catheter position is accomplished by alternately advancing the catheter into the sheath and then further pulling on the two wings. Once the sheath is removed, a slight advancement of the catheter may be needed for final positioning". The cause of this failure is unk. The pt did not experience any adverse effects due to this occurrence. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, (qera) no further risk reduction activities are necessary at this time.

Event description:
The incident occurred towards the end of a PICC line placement procedure, when the PICC was in place and all the remained was to remove the peel-way sheath and secure the hub. The user gripped each wing of the peel-away sheath between thumb and index finger and pulled them apart in order to seperata the two halves of the sheath, thereby removing the sheath to leave the PICC in place. Instead, each wing of the sheath broke off from the body, leaving the sheath insitu. As such, most of the sheath (at 60mm) remained within the pts left basilic vein with just 2mm protruding externally. The PICC was then fully withdrawn over a wire (having cut off the hub from its proximal end), a new sheath inserted over a wire and a new PICC deployed through the new sheath which peeled away without incident. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any injury due to this occurrence.